Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that were over 600 mg/dl. Customer addressed bg level by administering a manual injection and consuming fluids. Customer alleged that the basal iq software was stopping insulin delivering. Upon reviewing pump data, tandem technical support confirmed that the customer was manually stopping delivery and pump was working as intended.